Event description:
On (B)(6) 2003, smartplug was inserted into bilateral lower puncta of a now (B)(6) female pt. There is a history of prior headed silicone plug use, and they were reported to have fallen out. On (B)(6) 2006, discharge from the rl puncta was noted and dacryocystitis was diagnosed. Keflex 250mg p.o qid #60 was prescribed. On (B)(6) 2006, what is described as drainage and irrigation (d&I) was performed and the os (ll) cleared and the od (rl) was blocked. On (B)(6) 2006, dacryocystorhinostomy surgery (rl) was performed. On (B)(6) 2007 d&I od (rl) was described as open and os (ll) was described as blocked. Keflex 500mg qid x2 weeks was prescribed. On (B)(6) 2008, discharge was noted from ll puncta and was treated with maxitrol gtts. On (B)(6) 2008, rl puncta was blocked and d&I cleared it.

Manufacturer narrative:
From the reported events we can conclude that the first infection was seen after almost 3.5 yrs post implantation. The pt responded well to the antibiotic treatment with posterior irrigation on one side but the second side required surgery for removal of the plug. Later on, simple use of antibiotic and irrigation removed the second plug. The difficulty in plug removal by irrigation could have been due to not allowing enough time for the antibiotic to act on the infection as seen with the removal of the second plug where surgery was not required. As of today, the smartplugs have been removed and no longer present a risk to the pt. This case is closed and no additional info can be expected.